Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was low and the customer went to the emergency room (ER) and was treated with an insulin drip. After 3 days, the customer left the ER; the customer was not admitted to the hospital. The low bg was resolved and the customer was feeling better. The customer did not recall what the caused the low bg. As the event had occurred in the past, tandem technical support was unable to troubleshoot.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed over the month of (B)(6). There were no obvious bolus requests that would lead to low bg levels. There were no erratic basal rate adjustments. Complaint could not be confirmed. There is no evidence of device malfunction.